Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device was reading incorrectly. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. The radical-7 display shuts down within a few seconds (screen blank) and 10 beeps are heard. With this condition, the device was unable to operate for more than a few seconds. The unit was able to read measurements correctly, but because of the 10 beeps the device would not stay powered on. The known ten (10) beeps anomaly was observed due to a defective instrument board. A service history record review indicates that no prior events related to this failure mode have been reported against this unit.